Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0011832524); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0011951848); product type: 0195-heart valves. Product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date ; explant date product ID: z-med balloon; product type: valvuloplasty balloon. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(6), fluoroscopy inspection showed an infold to node 2. A pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. The valve was deployed to 80% and an infold was observed. Atrial fibrillation (afib) developed during the valve deployment the valve was withdrawn from the patient. A second valve (B)(6) was implanted. The valve appeared constricted after full deployment and a post balloon aortic valvuloplasty (bav) was performed with the same 20 mm non-medtronic balloon. Cardioversion was performed twice at the end of the procedure for the afib that occurred during the first valve deployment and sinus rhythm returned during the second cardioversion. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated imf code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the patient¿s bicuspid valve contributed to the valve infold. There was a five minute procedure delay to reload a new valve.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was returned inside a heart valve return kit jar filled with clear 0.2% gl utaraldehyde solution. All leaflets appeared crowded in a closed position. All leaflets were flexible and intact; no damages were noted. Remnant bloody tissue was found on the commissures. Commissures were intact. The frame was received in a crimped state. The valve was submerged in body-temp (approximate 37 celsius) saline. The valve expanded; however, appeared to maintain a compressed condition. It is possible the compressed state was associated with the valve being in the crimped state for an extended period of time. Due to the return condition of the valve, the loading and deployment simulations were not performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.